Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, five days post-implant, the right ventricular (rv) lead exhibited low sensing and high thresholds and subsequently, was found to be dislodged. A revision of the rv lead was attempted but tissue was visible in the helix. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.